Event description:
It was reported that during an atrial flutter (afl) procedure, after mapping and ablation of right sided atrial flutters, the physician was in the testing phase when patient blood pressure completely dropped. The patient went into complete cardiac arrest. Angiography was performed and showed a complete coronary arteries occlusion. CPR was performed, multiple drugs were given. Patient was placed on the heart lung machine and was sent into ICU. The physician heard a steam pop during ablation (no impedance rise). The physician thinks this has caused a diffuse coronary spasm which lead to cardiac arrest. According to the last update, patient has now recovered. His renal and neurological functions seem fine. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
The concomitant products: carto 3, model# m-4800-01, serial # (B)(4); stockert, model# m-5463-01, serial # (B)(4); coolflow pump, model# m-5491-02, serial# (B)(4); acunav, model# m-5723-01, lot# an023505 (not bwi product). It was stated by the customer that the product had been discarded thus product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).